Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) passed away. No physician or guidant representative-related allegations have been made against this device's function or operation while implanted. Upon receipt at guidant's reliability assurance laboratory, telemetry could not be established with the device. The ICD has been dispositioned for detailed analysis to determine root cause for the lack of telemetry condition.